Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently had a device change out procedure, at which this implantable cardioverter defibrillator (ICD) was implanted. Post procedure, the patient had admitted to picking an open scab. The physician indicated that the patient had twiddler's syndrome. The header of the device became visible. Therefore, a revision procedure was performed and the device was repositioned. It was moved to a more medial location. The patient was treated by IV antibiotics. However, an infection was not confirmed. No additional adverse patient effects were reported.